Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the hypotube shaft. A hypotube break 250mm distal from the distal end of the strain relief was also noted during analysis. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous left circumflex (lcx) artery. A 2.75x38mm promus element¿ long drug-eluting stent was advanced but device was unable to cross the lesion despite of repeated attempts were made. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.